Event description:
It was reported that during da vinci-assisted unilateral inguinal hernia surgical procedure, the site contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report universal surgical manipulator (usm) 4 kept getting a recoverable fault. The live logs were not available at the time of the call. The caller stated the fault was saying the arm was at a vertical limit. He moved the arm down and was still getting the message after recovering the system. The site was proceeding with the case with the arm 4 issues. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the usm was disabled, and the procedure was completed as 3 arm procedure with no patient harm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the reported condition but could not replicate errors found in the logs (23072 and 23103). The fse replaced the patient side cart (psc) distal set-up joint (suj) 4 as a preventive measure. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system and error 23103 was triggered at start up in normal mode. The unit was then installed onto a psc fixture test platform (pftp) and the unit failed the wrist encoder test. Installed a known golden axes controller, tornado (act) and retested the unit with passing results. Reinstalled the original act and retested and the unit failed the encoder test a second time. Once testing was completed, the act printed circuit assembly (pca) was aba tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the act pca was found to be the root cause of the reported event. The root cause is attributed to a faulty tornado axes controller causing communication failures within the system.